Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a threshold suspend on the insulin pump when the sensor received a low reading while the customer was not really low. The customer stated he believed this was due to an insertion site issue. He also noticed that when this issue was occurring, there was blood at the insertion site. The customer's blood glucose was not known. The customer stated he would be meeting with his healthcare provider and trainer. Nothing further was reported.